Event description:
Related manufacturer reference number: 2017865-2022-44194, related manufacturer reference number: 2017865-2022-44196, related manufacturer reference number: 2017865-2022-44197. It was reported that the patient presented to the emergency depart after receiving a vibratory alert from their device. Noise was noticed on all three leads causing pacing inhibition. This led to a temporary loss of bi-v support. One inappropriate mode switch due to the atrial lead noise was detected. High pacing lead impedance was also observed on the atrial and ventricular leads. Some atrial undersensing was occurring. Programming changes were made. When the patient was brought to the electrophysiology (ep) lab, the noise was not reproducible, and all lead measurements were within normal limits. The device will continue to be monitored remotely. Programming change was made.